Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of infusion and aspiration difficulty after repairing a 2.7 fr broviac line cannot be confirmed due to the condition of the sample. The device returned consisted of a white hickman/broviac-style luer adaptor and a segment of broviac tubing including the clamping sleeve and a small segment of the strengthening sheath. The hub was detached from the catheter and an aneurysm was found during flushing, leading to the discovery of a total break in the innermost two tubes within the clamping sleeve. This confirms the report that the original catheter had broken. However, the original reports go on to state that the first repair was performed in the fat part (apparently not here referring to the clamping sleeve since the clamping sleeve was returned not cut). No part of the distal part of the catheter (past the proximal piece of catheter evaluated) was returned. In addition, no part of either the first or second repair kits was returned. Because the components primarily in question were not returned, the complaint that after the catheter repair the catheter could not be infused or aspirated cannot be confirmed. It should be noted that the IFU does not contain instructions for repairing the catheter outside the strengthening sheath (middle-sized tubing) and such use therefore cannot be recommended. Possible causes of the reported event include accidental application of glue inside the catheter and/or repair kit lumen, as well as clotting due to inadequate flushing technique. The IFU for the repair kit does contain instructions for application of adhesive, including that the inner tubing must be fully seated onto the repair kit stent before applying the adhesive. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reaq0458 showed no other similar product complaint(s) from this lot number. The following statements from the IFU may be helpful: ¿broviac* external segment attachment. Warning: the length of the remaining external segment must be sufficient to permit catheter repair and prevent catheter retraction under the skin line. Note: if the inner lumen of the catheter retracts inside the outer sheath, the outer sheath should be cut off flush with the inner lumen. Pull inner tubing from outer sheath 1 cm with atraumatic forceps. Insert the splice connector stent into the inner lumen until catheter segments are together. Lubricate with isopropyl 70% alcohol if necessary, but be sure the alcohol is removed or evaporated before proceeding. Use syringe to apply adhesive onto the exposed inner lumen and ease outer sheath over it. Roll between fingers to evenly distribute the adhesive and wipe away excessive adhesive.¿ length. Slide the splice sleeve down and center it over the joint. Inject adhesive underneath each end of the splice sleeve. Roll the splice sleeve between fingers to distribute and extrude excess adhesive. Wipe away excess adhesive.¿

Event description:
It was reported by the facility that he second repair was done above the fat part of the line to remove the entire fat part. The repair adhered nicely, but then had difficulty flushing and withdrawing blood. Tpa ordered per protocol. The line eventually could not be salvaged and was removed and replaced on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaq0458 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by the facility that he second repair was done above the fat part of the line to remove the entire fat part. The repair adhered nicely, but then had difficulty flushing and withdrawing blood. Tpa ordered per protocol. The line eventually could not be salvaged and was removed and replaced on (B)(6) 2017. No patient injury was reported.